Event description:
The customer reported that their device was displaying "service" across the screen which indicates a device lockup. This was observed during as soon as the device was powered on. The device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have retired the device from service and will not be returning the device to physio-control for evaluation. The cause of the reported failure could not be determined.